Event description:
Revision surgery was required as fracture had not healed. Upon removal of the nail and lag screws the 5-x40mm locking screw item (B)(4) broke (per (B)(4) has been raised). Implants not able to be retrieved.

Manufacturer narrative:
Device was discarded. If add'l info is received it will be reported on a supplemental report. Same pt as MDR 9610622-2012-00338. Associated devices: 1895-5001s condyle screw nut t2 femur lot unk, 1895-5060s condyle screw t2 femur lot unk, 1895-5090s condyle screw t2 femur lot unk, 1895-5040s locking screw fully threaded t2 tibia lot unk, 1896-5070s locking screw fully threaded t2 tibia lot unk, 1896-5075s locking screw fully threaded t2 tibia lot unk.